Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high impedances out of range. Th rv lead was successfully replaced. No additional adverse patient effects were reported.